Manufacturer narrative:
Pump received with blank display due to battery tube power connector not connected properly. Plugged battery tube power connector in and continued testing. Pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Power management tool shows that the backup battery loaded voltage and unloaded voltage are within specification range. Pump received with normal operating currents. No unexpected replace battery now alarm during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a replace battery now alarm. Customer's blood glucose was 180 mg/dl. Customer was advised that insulin pump would need to be replaced.